Event description:
It was reported that the realize injection port was removed due to a port infection. There was difficulty removing the port most likely because of tissue ingrowth. A bovie was used to clear the tissue. There were no other patient consequences reported.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.